Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recent low blood glucose (bg) events, with a lowest bg of 45 mg/dl and a highest of 275 mg/dl. The low occurred after a delayed ¿more than usual¿ meal announcement, made when bg was already elevated. Review of device data showed patterns of post-meal highs followed by lows and inconsistent meal announcements during the early learning phase (day 2 of pump use). The agent reviewed proper meal announcement protocol, emphasizing the need to announce meals before or during eating to support accurate dosing and prevent instability. The low was treated with juice. The user experienced sweating during the event. No medical intervention was required, and bg was in range at the time of the call.